Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue could not be duplicated during testing. The device was tested by bench handling, power cycling, and ECG stress testing. However, review of the device logs indentified ECG fault messages and multiple identification advisories suggesting the multifunction cable connection was a factor. Inspection of the defibrillation cable receptacle revealed evidence of pin fretting, which may have contributed to the reported behavior. The receptacle was replaced as a precaution. The original multifunction cable was not returned for evaluation, and a replacement cable was provided with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test, displaced an "ECG monitoring failure" message, and restart/reboot itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.